Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right knee revision arthroplasty and subsequently suffered an intraoperative complication of tibial bone perforation during cement removal that was treated conservatively. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed through medical records. Review of the available records identified the following: intraoperative posterior tibial cortical bone structure fracture noticed in surgery with circumferential proximal tibial plateau. Intraoperative testing for tibial structure was found to be stable and no need for additional internal fixation. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.